Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station got blue screen error message. The customer stated this malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station received a blue screen error message. The field service engineer (fse) found that the issue was caused by persistent "blue screen of death" (bsod) errors, which occurred at different points during application launch and reboot cycles. The fse replaced the all-in-one (aio) and docking board and reimaged the station. Despite these efforts, the station continued to experience bsod errors and reboot cycles. The fse rebooted the station to safe mode, and the station successfully booted up but still encountered the "blue screen of death" (bsod) error. Then the docking board was replaced, but the issue persisted. Reimaging attempts failed on check. The station had previously been reimaged twice, and the low disk space ssd and comm sled had been replaced. Finally, the aio was replaced and tested in diagnostics, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.